Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips to report that the button is ripped off of the heartstart mrx defibrillator. There was no reported patient involvement.